Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller contacted adc to report that the customer¿s adc freestyle libre sensor receiving a "replace sensor" message on the same day of insertion. It was further reported that on (B)(6) 2019, the customer experienced ¿low blood sugar¿ and was incapable of self-treating. The customer had contact with a healthcare professional and a reading of 187 mg/dl was obtained on the hcp meter and the customer was treated with ¿apple juice and butternut hard candy¿. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor (B)(4) was returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor was found to be in sensor state 1 (storage state, indicating the sensor had not been initiated). Sensor state 1 is indicative of an insertion failure. In addition, various other insertion failure event codes were logged by the sensor. The returned sensor plug and sensor tail were visually inspected; no issues were observed. Removed sensor plug assembly and performed a visual inspection, no failure modes were observed. This issue is not confirmed to sensor tail not properly inserted. No malfunction or product deficiency was identified.

Event description:
A caller contacted adc to report that the customer¿s adc freestyle libre sensor receiving a "replace sensor" message on the same day of insertion. It was further reported that on (B)(6) 2019, the customer experienced ¿low blood sugar¿ and was incapable of self-treating. The customer had contact with a healthcare professional and a reading of 187 mg/dl was obtained on the hcp meter and the customer was treated with ¿apple juice and butternut hard candy¿. No further treatment was reported. There was no report of death or permanent impairment associated with this event.